Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that there was a hard disk drive (hdd) failure. The service quotation was not accepted by the customer, and the quote expired. No service has been provided by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system had a hard disk failure. No harm was reported to philips. Philips has started an investigation of this complaint.